Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty flat connector could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported problem of abnormal pump sound was confirmed and the cause assigned to pump unit failure. The evaluation uncovered the video cable connectors were faulty, resulting in no image present. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that after an unknown procedure, the pump shows abnormal sound on the video system center. Upon inspection and testing of the returned unit, no image displayed. The procedure was completed with another similar device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.